Event description:
It was reported that prior to use, 180 bd trypticase¿ soy agar, plate, 90 mm x 120 plates were contaminated. The following information was provided by the initial reporter: plates contaminated upon arrival in lab.

Manufacturer narrative:
H6: investigation summary: it was reported that 180 plates would be contaminated. The complaint trends were reviewed and for this product lot, several complaints were reported for contamination issues. Therefore, a trend was identified, and further investigation was performed. The batch history review was performed. As part of the investigation, the ingredients of this medium were reviewed. During this review, no deviation was detected. Pictures were provided for evaluation. Based on the pictures, the contamination could be verified. Retain samples were reviewed for this lot. During this review, contamination could be detected in one plate. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. A material review board (mrb) was conducted which led to a situation analysis (sa). The performed investigation showed that the origin of the contamination was associated to cleaning of the filling tubes within the production line. For implementing corrective and preventive actions, a corrective and preventive action (CAPA) 4344556 was created. This product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Based on the evaluation of the report the complaint is confirmed. CAPA 4344556 was created for contamination issue. Further investigations and acion implemenations are being performed within the CAPA.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) catalog number 221239 which is a class 1, preamendment device. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, 180 bd trypticase¿ soy agar, plate, 90 mm x 120 plates were contaminated. The following information was provided by the initial reporter: plates contaminated upon arrival in lab.